Event description:
On (B)(6) 2023, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the initial escalation analysis, the sensor performance deviated from normal behavior. The provided transmitter diagnostic upload revealed that there was some potential temperature correction issues. The RMA was authorized for further investigation and not yet received. Therefore, no further investigation could be performed at this time. B4. Date of this report 30 april 2024. G3. Date received by the manufacturer? 12 march 2024. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.